Event description:
The customer reported that the css console exhibited a battery alarm while supporting a patient. The alarm occurred while the patient was walking down the hallway. The alarm resolved when the css console was plugged into external wall power. There was no patient impact. The customer also reported that he had successfully performed a battery test on the css console before the patient went for his walk. This alleged failure mode poses a low risk to the patient because it did not prevent the css console from performing its life-sustaining functions. An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.